Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, walking the customer through the process, and after the reset, the error was resolved. The customer was able to successfully start a new sensor session.